Event description:
Pt was implanted with an unlocked, reamed femoral nail on 11/11/97 for ipsilated femoral neck fracture sustained on 11/10/97. Pt was doing well until a non-union adn nail fracture was noted on 2/1/99. On 2/11/99 pt underwent exchange nailing to remove fractured nail and replaced with a larger nail. Pt is reported as doing well.